Event description:
It was reported that the pump displayed alert 38 for consecutive stalled motor, and during a guided dry run the user was able to deliver 165 units without issue; the user disclosed attaching the infusion set connector to the cartridge before inserting it into the pump, which was identified as the likely cause. Symptoms included an infusion interruption. Outcomes included resolution after user education with no injury and no hospitalization. Investigation included remote troubleshooting and user interview. Investigation of this case revealed user technique error related to infusion set and cartridge connection, consistent with an infusion set deployed or attached incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was user error and improper use.